Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that after implanting the lead, the health care professional "tunnelized" the percutaneous extension but could not connect it to the lead. Several attempts were made to insert the proximal end of the lead into the connector of the extension including loosening the screw, but the lead could not be completely inserted. The hcp opened a new extension and could successfully connect it to the lead.